Manufacturer narrative:
Batch review performed on 27 july 2024. Lot 2009510: (B)(4) items manufactured and released on 11-jan-2021. Expiration date: 2025-12-15. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery at about 9 months post primary due to stem subsidence, causing leg lenght discrepancy. Stem not revised. Head and liner revised successfully and leg lenght corrected.